Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed a carbohydrates value of "85 grams" instead of "35 grams", and delivered a 10 unit bolus request. The contact called tandem technical support for assistance with removing the 10 units of insulin on board (iob- active insulin in the body). Tandem technical support educated the contact that once insulin is delivered, the iob was unable to be removed. At the time of the call, the customer's blood glucose (bg) level was 200 mg/dl. Although requested, the contact declined a follow-up call to ensure the customer's bg level do not decline low. The contact confirmed that the customer's bg level would continue to be monitored.